Event description:
A user facility reported to olympus that the evis exera lll colonovideoscope disposable adapter is stuck in the auxiliary rinsing channel. The event occurred after the procedure. During a standard service inspection of the customer returned device, the auxiliary channel was found clogged by the aux-inlet at the connector unit. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the auxiliary channel was found clogged by the aux-inlet at the connector unit. In addition, connecting tube scratch, lg lenses crack, and plug unit crack near the connector pins were noted. The fault verified was likely to be a result of the customer's mishandling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 3 years since the subject device was manufactured. Based on the results of the investigation, the auxiliary channel was clogged by the deposable adapter due to insufficient reprocessing. This likely occurred because the user facility was not trained sufficiently on device handling and reprocessing steps in accordance with instructions for use. The event can be detected using the following instructions for use (IFU) direction, and may have prevented the event: "before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿." Olympus will continue to monitor field performance for this device.